Event description:
The customer contact reported the device displayed low battery and turned off. At unspecified time, the device was programmed in the dose calculation mode, to deliver levophed 16mg/150ml, at a dose rate of 0.35mcg/kg/min, with a vtbi (volume to be infused) of 250ml, and the delivery was started. At 0230, the device displayed low battery. After unspecified length of time the device turned off. It was reported the nurse plugged the device into the ac outlet. The device was removed from clinical service. Therapy was resumed using a replacement device. During exchange of the device, it was reported the pt's main arterial pressure reportedly decreased to 40mmhg. The customer contact reported the decrease in the mean arterial pressure was not considered an adverse event or a delay in critical therapy to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received on (B)(4) 2013. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.